Manufacturer narrative:
The results of the investigation concluded that there was no indication of shorted, crossed, or intermittently open circuits. The measured resistance value for both the tip and ring electrode circuits was within specification. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The cause of the reported incident remains unknown. The pacel bipolar pacing catheter instructions for use (IFU) states the user should advance the catheter into the vein and into the heart until the ECG shows contact with endocardial tissue (elevation of the st segment). Electrode position may also be determined by fluoroscopy. The pacel bipolar flow directed pacing catheter instructions for use (IFU) cautions the presents of pre-existing left bundle branch block predisposes the patient to the risk of transient complete heart block when positioning a catheter in the right ventricle. The pacel bipolar flow directed pacing catheter instructions for use (IFU) recommend a defibrillator and respiratory assist equipment and/or anti-arrhythmia drugs should be readily available in the event complications arise during catheter placement.

Event description:
The information provided to sjm indicated a 5f pacel bipolar pacing catheter was selected for sue due to an atrioventricular block. The pacing catheter was placed in the ventricle, and visually confirmed to be in proper position. The cardiac frequency and pacing threshold were increased but there was no response. A ventricular pause occurred and external cardiac message was required. The pacing catheter was replaced and no further pacing issues were observed.